Event description:
Boston scientific crm received information that the right ventricular (rv) lead was successfully repositioned due to loss of capture. No asystole was observed. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.